Event description:
It was reported the patient experienced an umbilical hernia coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy and it was reported that the hernia had worsened with peritoneal dialysis therapy. On an unknown date, the patient was hospitalized for the event. On an unknown date approximately two weeks prior to the receipt of this report, the patient underwent a hernia repair surgical procedure. Dianeal therapy was ongoing. The patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). On an unreported date, the patient experienced an umbilical hernia. Should additional relevant information become available, a supplemental report will be submitted.